Event description:
A report was received that the patient had an increase in inflammatory markers. The physician assessed that the patient had an infection and administered IV antibiotics.

Event description:
A report was received that the patient had an increase in inflammatory markers. The physician assessed that the patient had an infection and administered IV antibiotics.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the infection is not related to the device.